Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient experienced unable to breathe and tachycardia. The patient went to emergency room (ER) and undergone the electrocardiogram (EKG) procedure. The patient was treated with intravenous antibiotics and a topical rash was found around the implant site. There were no additional adverse patient effects reported. The ra lead remains in service.

Manufacturer narrative:
This report is being filed to correct field h6: patient codes.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. Reportedly, the patient experienced unable to breathe and tachycardia. The patient went to emergency room (ER) and undergone the electrocardiogram (EKG) procedure. The patient was treated with intravenous antibiotics and a topical rash was found around the implant site. All available information indicated that the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead remains in service. There were no additional adverse patient effects reported. The ra lead will not be returned.